Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a week of intubation, severe swelling and blistering of the trachea walls where cuff was inflated was found. It was reported that the patient had allergy to sulfa. The patient had to be trached because of the patient's reaction to the ett (endotracheal tube).